Manufacturer narrative:
Details of complaint: the customer reported that this unit rebooted itself and it's stuck in the deep settings. The issue was discovered during set up. According to the customer, anytime they try to enter the password, the unit reboots. Technical support (ts) tried to have the customer boot the unit into the deep mood using the service and check key and both times, the unit rebooted. The unit was not in patient use at the time. Investigation summary: the complaint device was received. The unit was evaluated and the complaint was duplicated. The cause was circuit board failure. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/02/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/04/2025 emailed the customer via microsoft outlook for all information in the ni list above: the cusotmer replied by stating; a drager perceus a500/ventilation unit was used in conjunction with the reported device. A serial number could not be provided. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the g9 monitor: ventilation unit: model #: drager perceus a500 serial #: ni device manufacturer date: n/a unique identifier (UDI) #: n/a returned to nihon kohden: no

Event description:
The customer reported that this unit rebooted itself and it's stuck in the deep settings. The issue was discovered during set up.